Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer was reported via phone call that, the insulin pump exposed to fluid and keypad was unresponsive. The blood glucose was 3.4 mmol/l at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damaged on electronic assembly. Unable to perform functional testings due to blank display. Device was received with faded and stained serial number label, cracked select button keypad overlay, stained keypad overlay and scratched case.